Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a previous follow-up, the right ventricular (rv) lead exhibited loss of capture, it was also noted that within the last few months, the patient received four appropriate shocks. During the next follow-up, pacing impedance measurements were less than 200 ohms and shocking impedance measurements were less than 20 ohms. The device memory indicated that the impedance measurements had spiked up to 1800 ohms and then gradually decreased to a normal value before decreasing to less than 200 ohms. An x-ray was performed and did not reveal any insulation damage. No adverse patient effects were reported. Information was later received that this lead was partially abandoned. No adverse patient effects were reported.